Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that six months following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient developed right-sided edema, which did not resolve with the administered medication. As a result, the patient underwent a lead explant procedure. Additional information was received that the patient experienced urinary incontinence, sleep disturbances, brainstem-related symptoms, diplopia, and significant imbalance prior to the explant procedure. Following the explant, the patient continued to exhibit postural instability and impaired balance, which did not fully resolve.

Event description:
It was reported that six months following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that six months following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient developed right-sided edema, which did not resolve with the administered medication. As a result, the patient underwent a lead explant procedure. Additional information was received that the patient experienced urinary incontinence, sleep disturbances, brainstem-related symptoms, diplopia, and significant imbalance prior to the explant procedure. Following the explant, the patient continued to exhibit postural instability and impaired balance, which did not fully resolve. Additional information was received that the patient experienced dysarthria, hemiparesis, ataxia, and dysmetria. The explanted lead was discarded and is not available for return or analysis.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Event description:
MDR: it was reported that six months following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient developed right-sided edema, which did not resolve with the administered medication. As a result, the patient underwent a lead explant procedure. Mdv: it was reported that six months after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed a right-sided localized edema at the distal end of the lead, leading to inflammation and swelling. Computed tomography (CT) imaging was conducted to evaluate the condition. Although corticosteroid treatment was administered, it failed to resolve the symptoms, necessitating a lead explant procedure.